Manufacturer narrative:
(B)(4). Visual examination revealed that the exposed glass tip measures 2.5 mm and appears used. Functional analysis revealed that the aiming beam exiting the distal end of the device is weak indicating that the fiber is broken within the connector.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a ureteroscopy procedure on (B)(6), 2013. According to the complainant, during the procedure, there was no aiming beam from the laser fiber. The procedure was completed with another accutrac laser fiber. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.